Manufacturer narrative:
Product investigation summary: the investigation of the complained inner shaft shows that the threaded tip is broken off due to mechanical overloading during use. It is likely that too much applied mechanical force (sideways movement) may have caused the breakage. The inner shaft can be ordered as spare part 03.613.004 to complete this instrument for further use. The broken surface itself is homogenous, which indicates material conformity. No product fault could be detected. Device was exposed to parameters outside approved range, which may have caused the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part number 03.613.004 is a subcomponent of part number 352.311. Lot number 7629907 pertains to part number 352.311. Release to warehouse date: 17july2014. Manufacturing site is synthes monument and supplied by (B)(4). A non-conformance report was generated during the production of this device for certificate of heat treatment being is outside the specification. It was found that this was a data transfer error and that the hardness is within specification. Corrected documentation was provided and the lot was released to warehouse. Relevance to the complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a planned implant removal surgery, the screwdriver broke off. The surgery time was not extended; there was no harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.